Event description:
(B)(4). Event occurred in the united states. The patient reported the reason for his high blood glucose was because the cannula on his infusion set site did not actually went into his body during insertion, but he did not realize it, until he took the site out, after one day of insertion and right before he was taken to the hospital. Reportedly, his blood glucose was high about 800 mg/dl, had diabetic ketoacidosis (as his ketones were reported to be high) which caused dehydration. He self-treated with boluses. The health care professional assessed the ketone level as dangerous/life threatening. During hospitalization, he was admitted in the intensive care unit and received intravenous insulin drip had blood and urine investigations were done which resolved the issue. The patient was admitted for two days and there was no permanent damage to the patient. The infusion set was used for two days. No further information available.